Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: on 27-apr-2017, an fse conducted on-site follow-up with the customer. The fse found a dirty cup transfer assembly, sample nozzle drive screw, and a noisy incubator. The engineer cleaned and lubricated the cup transfer assembly, sample nozzle drive screw and incubator drive belts. The fse realigned the analyzer, checked the nozzle, performed clog detection and adjusted the suction. The instrument returned to normal operation. The most probable cause of the reported event was due to a misadjusted pressure board causing clog errors.

Event description:
On (B)(6) 2017, a customer reported that the sorter is not reading test cups on their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.